Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: pain; loosening; metallosis and infection. Invoice was unable to be located.